Manufacturer narrative:
(B)(4). Date sent to FDA: 12/14/2017. (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon product caused and/or contributed to the adverse events described in the article? Was any product deficiency identified during the second procedure? Can specific patient demographics be provided for the subjects of this article? If so, please also include: patient initials, initial procedure date, pre-existing conditions, specific medical/surgical intervention per patient. Is the product code and lot number available for any of the ethicon devices used? Citation: neurocirugia 2006; 17:527-531.

Event description:
It was reported in a journal article that a patient underwent craniectomy on unknown date between 07/1992 and 10/2005 and patch was used for dural closure in the posterior fossa. The authors present their surgical, clinical, and histopathological experience of dural closure in the posterior fossa. The patch was used to cover the whole of the craniectomy after removal of space-occupying process or tumor. The patient possibly experienced csf leakage treated with percutaneous lumbar drainage. The patient possibly experienced a huge tentorial meningioma necessitating surgical re-exploration thus covering the defect zone with fascia lata. Additional information was requested.